Manufacturer narrative:
Investigation is still in progress. (B)(4).

Event description:
After pulmonary vein isolation was performed, the lasso nav eco variable was tried to place at the superior vena cava however; during manipulation of the catheter it became stuck at construction which was believed to be the chordae tendineae. The catheter could not be removed from the heart temporally at the anterior wall near the septal. The sheath was placed upper side of the heart. The physician tried to remove the catheter again, but it was not successful. While the physician tried manipulating the catheter, it came off. The catheter was removed safely without any patient consequences. The procedure was completed. On (B)(6), the catheter was received in our failure analysis lab and found damages in ring # 2, # 4, # 6, # 7, # 8 and # 10. Due to this finding, this complaint became reportable. Awareness date changed from (B)(4) 2013